Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, seventeen (17) episodes, recorded between (B)(6) 2020 and (B)(6) 2020, showing noise oversensing, were observed. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, seventeen (17) episodes, recorded between (B)(6) 2020, showing noise oversensing, were observed. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.